Event description:
It was reported screw rack exhibited discoloration due to rust. It was reported it occurred in the area of high wear near the hinge, and where the case cover slides on and off. This report is for a screw rack for 1.5mm and 2.0mm cortex screws. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.